Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device produced an incomplete mesh on one half of the skin. On (B)(6) 2016, it was clarified that the only information available is that the meshing was incomplete on one half of the graft. Additionally, the ratchet kept falling apart during use. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produced an incomplete mesh and the right hinge, side plates and bolts were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed that the calibration on the mesher was slightly out of specifications. Upon visual inspection, the roller, comb and gear were noted to be damaged. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the damaged roller, comb and gear. On both of the cutters that were returned for evaluation the gears, collars and bushings were replaced. The 1.5:1 ratio cutter, serial number (B)(4), was deemed non-repairable after the hardware was replaced. The 2:1 ratio cutter, serial number (B)(4), produced a complete cut. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was performed during the initial inspection to try to replicate the reported event due to the damaged components. No testing was performed during the initial inspection to try to replicate the reported event due to the damaged components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh one half. No adverse events were reported as a result of this malfunction.